Manufacturer narrative:
Investigation: the affected sample was returned for evaluation. A visual/microscopic inspection revealed that the surface of the catheter was rough, white, and appeared to be broken by tensile force. A review of the device history record revealed no abnormalities during the manufacturing process.  Although the customer reported defect was observed in the returned sample, an absolute root cause cannot be determined as there is no evidence that the defect is related to the manufacturing process.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd intima ii¿ IV catheter 24g x 0.75 in. Broke off into the patients scalp on the third infusion day. Nurse was able to remove it without any medical interventions and there was no report of serious injury.